Event description:
The biosense webster inc¿s (bwi) failure analysis lab (fal) received a used pentaray nav catheter which was verified to not be related to any previously reported complaint. As such, bwi opened this new complaint to document the returned device evaluation and investigation details. Follow-up was done to clarify the circumstances related to the received device. On (B)(6) 2026 additional information was received indicating the catheter flushing was blocked. The issue was resolved by changing the catheter and the procedure was completed successfully. There was no patient consequence. As such, the customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2026 additional information was received indicating the device was used on the patient. Irrigation flow had stopped and the pump gave a warning. The correct catheter settings were selected on the generator and there were on issues related to flow rate change at the start of ablation. Based on the new information which indicates the device was used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed and pressure values out of specifications were observed. Dissection was performed around the shaft area and the irrigation tube was found blocked with dried saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation inadequate issue reported by the customer was confirmed. The potential cause of the irrigation tube blocked could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).